Event description:
The customer obtained imprecise, falsely elevated vitros tropl es results on two different pt samples processed on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initial results were not reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event found that the vitros eciq system was operating as intended. The customer did not provide sufficient quality control data to verify acceptable vitros tropl es performance. The investigation determined that both pt samples were low volume samples collected in pediatric sample collection devices. In addition, the samples were not re-centrifuged after the initial elevated results were obtained, prior to repeating the samples. The customer requested that the samples be re-drawn using alternate collection devices, however, no further data was provided. The vitros tropl es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from the cellular material. Failure to do so may lead to an erroneous result." The definitive root cause of the imprecise vitros tropl es results is unk, however, pre-analytical sample collection and sample processing cannot be ruled out.